Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Further info was received from the FDA indicating that the system failed to boot to a usable state. No pt serious injury or death was reported related to this event.